Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to assemble the catheter/connector system was inconclusive because not all of the potentially implicated system components were returned for evaluation. The product returned for evaluation was one 4fr s/l groshong nxt proximal connector segment. The distal connector segment was not returned for evaluation. The connector appeared free of obvious use residues. The locking arms appeared well-formed and unremarkable. Microscopic inspection of the connector revealed it to be well-formed and unremarkable. The gap between the connector locking arms was measured and found to be within manufacturing specifications. The connector was attached to a non-complainant groshong distal connector segment. Attachment was firm and unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the distal connector segment was not returned and could not be evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was unable to be attached with the extension tubing through the strain relief. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2874 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to be attached with the extension tubing through the strain relief. No other information was provided.